Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem by normal method and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.